Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that bolus and basal rates needed adjusting due to low blood glucose. Customer reported of being very active at work due to nature of her job and reported that when bolus was given at meals, blood glucose would drop to 40 mg/dl. Troubleshooting was performed and it was found that insulin pump was functioning as designed. Customer would follow up with healthcare professional regarding settings.